Event description:
The patient reported that about 10 days ago her husband was changing the insulin cartridge from her infusion device and the plunger remained attached to the piston rod in the cartridge chamber. She stated that a small amount of insulin spilled inside the cartridge compartment. The patient said they were able to detach the plunger from the piston rod and dried out the cartridge compartment. She said she inserted a new cartridge and has not had further issues with her infusion device. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation .